Manufacturer narrative:
H6; g4: added add'l info.

Event description:
The device was used during a laparoscopic appendectomy. Device was fired across the mesoappendix. Staples were delivered with straight legs and the device cut. Upon further discussion, it appears that the cartridge may not have been sealed properly in the device. The cartridge fell onto the floor when the device was removed from the trocar.